Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the pt reported her insulin infusion sets were leaking where it connects to the "patch." She stated she discovered the infusion set was leaking when she felt wetness on her clothes. She said that 2 days ago, this resulted in her having an elevated blood glucose reading of 23 mmol/l (414 mg/dl) with her normal range being 5mmol/l to 13mmol/l (90mg/dl to 234 mg/dl). She stated she discarded the infusion set at issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.